Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was a forced log out. No product or data was provided for investigation. The probable cause could not be determined. No injury or medical intervention was reported.